Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the replacement of the nozzle unit of o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification, the complete plastic nozzle unit must be replaced during preventive maintenance. It remains unknown when the nozzle units were last replaced. According to technician, the last preventive maintenance was performed in november 2023, but the nozzle units were not replaced. Information provided by photo confirmed that nozzle unit is physically damaged. The reported issue was confirmed in provided device's logs. Our conclusion is that the replaced part was the cause of the failure. The root cause has been established as user preference issue.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).